Event description:
It was reported that the patient had rotator cuff repair procedure. Patient experienced an infection at implant site with serratia; was on IV antibiotics x5 days. Patient is now at home on oral antibiotics x6 weeks. No other information is available as of (B)(6) 2014.

Manufacturer narrative:
No product is returning for analysis.(B)(4).